Event description:
The customer reported that the sys would not power up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cb2 circuit breaker on the rear of the workstation was reset. The sys was tested and found to be working as intended and put back into svc.